Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that pt has swelling that started last week. She will have an x-ray taken. Update: pt stated that she had two surgeries. The first surgery was on (B)(6) 2011 and pt had to be revised on (B)(6) 2011 as the implants were the wrong size. On (B)(6) 2011, the pt received the rejuvenate modular implants. She states that she is currently following up with her surgeon to determine if she has loosening or any other problems with her current hip implant.